Manufacturer narrative:
Product analysis: analysis of product 8253200 of serial # (B)(4) and lot # 208841683 confirmed customer issue regarding not working properly. This unit came in with the pcb failure, the stim 1 was not working. The unit was replaced with new pcb board. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not working and intermittent. There was no patient impact.